Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was 84 mg/dl. Troubleshoot was done off no power alert, for unexpected restart. The customer stated that they did not receive low battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test, unexpected restart error test and displacement test. No unexpected restart error alarm, battery out limit and no unexpected battery power loss anomaly noted during test.